Event description:
Nail was put in and needed to be backed up. When nail was backed up the guide wire was stuck in nail. The surgeon was concerned that the wire was stuck in the nail, so the nail was removed. Once removed, she thought nail was bent.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the nail received was free from any damage. Manufacturing documents and dimensional check revealed no deviation. Potential sticking of guide wires was considered in the risk analysis. In this case no deficiency of the returned item was determined. Suspected wrong bending was not confirmed. The cause of the event was rather originated in the intra-operative procedure.

Event description:
Nail was put in and needed to be backed up. When nail was backed up the guide wire was stuck in nail. The surgeon was concerned that the wire was stuck in the nail so the nail was removed. Once removed she thought nail was bent.